Event description:
It was reported that the patient experienced a low glucose event of unclear cause while using the ilet system, noted as an urgent low, and the patient paused insulin delivery for about an hour and ingested approximately 15 grams of fast-acting carbohydrates. Symptoms included an asymptomatic hypoglycemic reading. Outcomes included self-treatment with oral glucose without hospitalization or injury. Investigation included troubleshooting and patient education conducted remotely. Investigation of this case revealed no device malfunction reported and no device component issue identified, with the event consistent with hypoglycemia of undetermined etiology. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient information. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.